Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Involved k-file readysteel 25mm 015 that broke during use was not returned and cannot be analyzed. Moreover, no unused file is available for evaluation. Nothing unusual to report was found during DHR review (batch #1489409). Root causes are not identified. We will track this kind of event and monitor the trend.

Event description:
In this event it was reported that a k-file broke during a process of pulpectomy. No injury resulted and the broken piece was retrieved from the patient's tooth. The patient was treated with antibiotics and analgesics.